Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection could not be conducted since the device sample was not returned for evaluation. A device history record review could not be conducted since a lot number was not provided. The complaint device sample was not returned to teleflex for investigation. The root cause cannot be determined. The complaint cannot be confirmed. No corrective/preventative actions will be assigned. No further action required.

Event description:
The customer alleges that the light on the device failed during use. No patient injury. Procedure - emergency c-section.